Manufacturer narrative:
230707m09 is the safety sheet lot number. Review of the lot records demonstrated the lot passed the required inspections. Zipper functionality is verified with current controls that are in place at the contract manufacturing facility. The product is inspected during in-process and final inspections. The controls in place to ensure the sheets and canopy are manufactured to cubby design specifications include training, work instructions, qa in process inspection, first sample review and a functional test by aql. The user manual instructs to discontinue use of the cubby bed and contact cubby bed if anything is damaged or missing on pages 15 and 22. The user manual also instructs on the required use of the locks and laundering. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. On page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." Cubby care and cleaning instructions are provided with the beds: hand wash in cold water, use cold water + mild detergent, delicate machine wash, if needed, do not dry clean, do not iron, hang to dry. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.

Event description:
Per parent, child is able to separate the safety sheet zipper by applying tension and then elope. Per parent, this has happened since they received the bed which was installed on (B)(6) 2023. Per parent, the locks are not always used as one was lost but the child is separating the zipper midline in the corner of the bed and not by unzipping the zipper. Per parent, when she replaces the sheets, her weight can cause the zippers to separate. Per parent, she has tied the zipper in several places to prevent her child from escaping and those ties are visible in the photos provided. Parent stated the child has not been injured. Replacements were sent and on (B)(6) 2023, complainant stated there have been no further issues with escape attempts. Complainant stated she's not sure if the sheets shrunk but she will be strict with washing the replacements. Pictures of the zipper were received and there was no visible damage. A video shows the child doing something in the front corner of the bed, eventually picking up the unzipped safety sheet and bedding and moving it to the side and escaping out the head of the bed. There was no report of injury as a result of the event.